Manufacturer narrative:
The previously reported device code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported they had ended up removing both the pump and catheter out and putting it on the patient's other side. The surgery on (B)(6) 2016 had been a pump exploratory surgery due to a suspected intrathecal pump malfunction. The catheter was easily aspirated and dripped cerebrospinal fluid (csf) during the surgery. The pump was replaced initially. The patient was kept in the ICU (intensive care unit). Refer to manufacturer report # 3007566237-2016-01477 for the events following the pump replacement including the subsequent catheter replacement.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (drug lot number 2118109) with concentration 500 mcg/ml at a dose rate of 124.89 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient started having more tone and itching on (B)(6) 2016. The patient was seen back in clinic on (B)(6) 2016. The patient was given oral baclofen. The patient's lower extremities were rigid and difficult to flex. The patient was given a bolus on (B)(6) 2016 and there was no response. The patient had gone for surgery for a second revision on (B)(6) 2016. They flushed the catheter and got cerebrospinal fluid (csf) back so they then replaced the pump on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.